Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt did not pass functional testing. The cause for the failure was isolated to a defective u730 component on the distribution node pca, causing the belt to not pass falloff testing. The root cause for the shorted u730 could not be positively identified. There was no adverse event that resulted from the damaged belt.